Event description:
It is reported that a customer experienced low blood glucose of 43 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they took too much insulin and did not count their carbs correctly. The customer declined trouble shooting the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.